Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor¿ erroneous result occured. The following information was provided by the initial reporter erroneous result for covid assay.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Device manufacture date: unknown. Initial reporter address: (B)(6).

Manufacturer narrative:
H.6 investigation summary this statement summarizes the investigation results regarding your complaint that alleges erroneous result for covid assay when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate erroneous results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The product instruction for use (IFU) states, ¿it was reported that customer report erroneous result . All test results must be determined using the bd veritor system instrument¿. Therefore, the bd veritor system analyzer must be used for interpretation of all test results. Operators should not attempt to visually interpret assay results directly from the bd veritor system test cartridge. With some specimens, up to four lines may be visible on the test device. The veritor analyzer will appropriately interpret the result. Technical support (ts) informed the customer that negative control lines that may be visible and provided a customer letter via email which explained the third line in detail. A trend analysis for erroneous results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor¿ erroneous result occured. The following information was provided by the initial reporter erroneous result for covid assay.